Manufacturer narrative:
(B)(4).

Event description:
It was reported that during one day post-op check, the atrial lead exhibited undersensing. The lead was successfully repositioned. The patient was stable post procedure and would continue to be monitored.